Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: italy the investigation is complete. This is an initial final report submission. Review of the most recent repair record determined that the motor failed and was corroded; unstable motor speeds; however, the repair was not completed due to pending materials. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the dermatome would not start. There was no harm or delay reported. Due diligence is complete. No additional information available. At investigation it was determined that the motor speed was unstable. No adverse events were reported as a result of this malfunction.